Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 09/13/2013.additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to symptomatic genital prolapse and stress urinary incontinence. It was reported that patient underwent a mesh removal on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/27/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision/removal on (B)(6) 2009.

Manufacturer narrative:
It was reported that following insertion the patient dysuria, urinary tract infection and incomplete emptying.